Event description:
It was reported the generator made a "bang sound" and then displayed an error e433 and kept restarting. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: d4, d7, d8, d9, e1, h2, h3, h4, and h6. The device was returned to olympus for inspection and the event was confirmed. Based on the results of the investigation, a definitive root cause of the faulty hvps board could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.